Event description:
The facility representative reported a flogard infusion pump with a broken hook (door latch) that is used to close the door. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of "a broken hook that is used to close the door" was confirmed during device evaluation. During visual inspection the device was found with a door latch broken. No repairs were performed due to an obsolete part. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.